Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation cardiac injuries. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.